Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7139295/7139295. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the spinal cord stimulation (scs) leads had high impedances. The patient underwent a scs explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem and explant date field (d6b) in section d, suspect medical device.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the spinal cord stimulation (scs) leads had high impedances. The patient underwent a revision procedure in which only one lead was replaced. The patient was doing well postoperatively, and the explanted lead was discarded by the medical facility.